Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint. The usm was analyzed, and the reported issue was confirmed and replicated. The usm was tested on an in-house system and passed normal mode. However, the usm was not recognizing the sterile adapters and instruments without triggering errors. During the inspection, no issues were found with the sterile adapter and the instrument presence pins. The usm went through more testing and passed the direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The axes controller carriage rfid board (accr) assembly and the presence pins will be replaced as a fix to the reported problem. The probable root cause is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there has been ongoing issues with universal surgical manipulator (usm) 1 and the sterile adapter engagement. Clinical sales rep (csr) does not have the lot or batch of the sterile adapters. Site was able to get the sterile adapter to engage by pressing on the discs of the adapter. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting there has been ongoing issues with universal surgical manipulator (usm) 1 and the sterile adapter engagement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) did confirm the reported issue. Fse was able to reproduce the issue. Fse bought the system up in normal mode and attempted to install a sterile adapter. The usm did not register that it had been installed at all and no error was logged. Fse attempted a second sterile adapter and had the same results. The same sterile adapters were installed on the other three arms, and they engaged properly. Usm was replaced to prevent the issue from reoccurring. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.